Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of exhibiting loss of capture. The right ventricular (rv) lead impedance trends appeared to fluctuate in the past year. Data analysis was performed, and boston scientific technical services observed the ventricular pace marker at the first spike, while the second spike fell at the same time as the deflection on the shock channel. This behavior could be significant of a lack of stimulus capture, and of the consequential onset of intrinsic ventricular rhythm. Recommendations to assess the ventricular threshold in different postures during the next outpatient follow-up visit. The patient is not dependent and no adverse patient effects were reported. The device and rv lead remains in-service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of exhibiting loss of capture. The right ventricular (rv) lead impedance trends appeared to fluctuate in the past year. Data analysis was performed, and boston scientific technical services observed the ventricular pace marker at the first spike, while the second spike fell at the same time as the deflection on the shock channel. This behavior could be significant of a lack of stimulus capture, and of the consequential onset of intrinsic ventricular rhythm. Recommendations to assess the ventricular threshold in different postures during the next outpatient follow-up visit. The patient is not dependent and no adverse patient effects were reported. The device and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.